Manufacturer narrative:
Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's stimulator didn't work so they turned it off. The patient further clarified that the ins was shut off early in 2018 and it had been a while since they charged. The patient said that they were experiencing pain all the time and knew the ins wasn't turned up very high. The patient wasn't receiving benefit from their therapy and was anxious. The patient turned the device off and instantly the pain went away. The patient experienced poor communication; the stimulators wouldn't charge and they couldn't communicate with their stimulators. The patient was advised to follow up with a healthcare provider to address the likely overdischarge. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via manufacturer representative (rep) reporting that the patient was non-compliant with charging and their inss were overdischarged as a result. The antenna locate feature and physician mode recharge (pmr) was performed and the por (power on reset) was cleared though the exact por code was not noted. The issue was resolved at the time of the report. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.